Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the 1 ml allergist tray with bd safetyglide¿ needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information was received for the medical device catalog #, the following field(s) have been updated: it was reported with the use of the bd luer-lok syringe bulk sterile pharmacy convenience tray there was an issue with foreign matter. There was no report of injury or medical intervention. Medical device brand name: bd luer-lok syringe bulk sterile pharmacy convenience tray. Medical device type: fmf. Medical device manufacturer: becton dickinson medical systems. Common device name: syringe. Medical device cat #: 309605. UDI: (B)(4). 510k: k980987.

Event description:
It was reported with the use of the bd luer-lok syringe bulk sterile pharmacy convenience tray there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Photo evaluation was conducted on the sample received. Based on the photos, an orange to light brown foreign matter was observed and appeared to be embedded in the barrel wall close to the 2ml grad line. It appeared larger than level 3 in size, which is rejectable per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the 1 ml allergist tray with bd safetyglide needle there was an issue with foreign matter. There was no report of injury or medical intervention.